Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the events was not reported. The same day as events began, the patient was hospitalized for the events. Treatment for the events was not reported. The patient was discharged eight days after hospital admission. On an unknown date, the patient was recovered from cloudy effluent and abdominal pain. It was reported that the day after events began, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis (ongoing). No additional information is available.